Manufacturer narrative:
Citation: quine ej et al. Comparison of early outcomes in patients at estimated low, intermediate and high risk undergoing transcatheter aortic valve implantation: a multicentre australian experience. Heart lung circ. 2020 aug;29(8):1174-1179. Doi: 10.1016/j.hlc.2019.12.001. Epub 2020 jan 3. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes in low-, intermediate- and high-risk patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a two-center registry between august 2008 and february 2018. The study population included 601 patients and was predominantly male with a mean age of 84 years. An unspecified number of patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, 8 deaths occurred within 30 days after tavi. No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that occurred within 30 days after tavi included: permanent pacemaker implantation, disabling stroke, and mild to severe paravalvular aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.